Event description:
The customer stated that he had changed out two hmod30000 due to clotting within 8 hours of initial deployment. According to the customer, this clotting behavior is not what they ordinarily observe when using the pediatric quadrox-ID. After the initial two complaints were reported, the customer reported three additional complaints. This is complaint 4 of 5. (B)(4).